Manufacturer narrative:
Additional information: please review attached for the investigation results.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a procedure to drain the abscess, with a superficial washout, and initiation of oral antibiotics, cipro and bactrim due to infection. On (B)(6) 2015, the patient underwent a surgical procedure to drain and irrigate the left hip and a PICC line was placed. On (B)(6) 2015, the patient underwent a revision surgery to remove the construct and place antibiotic stimulin beads.

Event description:
Patient underwent a revision bipolar hemiarthroplasty with placement of anti-biotic beads.